Event description:
It was reported that the pump declared an altitude alarm, leading to the suspension of insulin delivery. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer to clean the speaker holes and reconnect the cartridge, which successfully resolved the issue after a short wait, with no recurrence of the alarm. The pump returned to normal operation, and tips were provided to the customer to prevent future altitude alarms.